Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 18 closed and 2 open samples (contaminated) with the needle detached from the thread (thread is still wound on the pack). To evaluate the conformity of these units, we performed the following tests to the closed samples received: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the samples received are 2.11 kgf in average and 1.21 kgf in minimum and fulfil the requirements of the european pharmacopoeia: 0.69 kgf in average and 0.35 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply by usp/ep and b. Braun surgical requirements for needle attachment strength and the open samples received are contaminated and a further analysis cannot be performed. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, considering we have received two open unused samples with the needle already detached, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and thread were separated few times despite this is not take-off product. No further information received.